Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer experienced hyperglycemia as well as mild diabetic ketoacidosis. The customer blood glucose level was 480 mg/dl at the time of incidence and current value was 411 mg/dl. The customer was treated with insulin pump for high blood glucose level. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer did not allege insulin pump was under delivering the insulin. The device will not returned for analysis.